Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5057180) in united states on 05-nov-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. The consumer reported when she had the procedure, she had extreme pain when her doctor was inserting the coils, especially on one site and, this was after having a local anesthetic injection in her butt. The three shots injected into her cervix and uterus really hurt as well. After the procedure, she drove herself home; she was in a lot of pain, her pain was so bad that she went back to see her doctor. He did a pelvic exam and told nothing was wrong that he could see and he did not investigate any further. She just assumed she was having an unusual amount of pain and stuck it out. Three months later; she had the follow-up hsg (hysterosalpingogram) appointment at the hospital; her doctor called once he received the results to inform her that the essure procedure did not work, she received the paperwork from the hospital in which it stated one coil had perforated the right fallopian tube. She found a new doctor and made an appointment, she told the new doctor what had happened and showed him her paperwork. He scheduled surgery for to have the right coil removed, if possible, and get a tubal ligation. She had a tubal ligation and the essure coil in right fallopian tube was pulled out. After surgery, which was performed in 2011, her new doctor informed that the coil had perforated her uterus and her right fallopian tube. She reported having extra pain from the tubal ligation and surgery because of the coil that had to be removed from uterus and fallopian tube. She has a pretty thick scar on her lower abdomen underneath because of the camera that had to be inserted there. The whole year of 2011, she began to have extremely heavy periods, she was bleeding through a tampon and pad and also, her periods were ten days or longer every time. She spoke with her new doctor and he informed that she could have uterine ablation performed; she had the therma-choice uterine ablation procedure in 2012. After having this procedure, her periods went back to normal and she did not really had any more problems until recently, she did check into if any other women were having problems with essure. She stated that it has been over five years since she had the essure procedure and she started having light vaginal bleeding (she considered it brown discharge), pain during and after sex, frequent urination, and pain in her lower abdomen that can be severe at times. She had been to the hospital and her gynecologist doctor (the same one which removed the coil and performed her tubal ligation and uterine ablation). She as going back to the doctor to have him checked the other coil to make sure it is in place still. Product technical complaint (ptc) investigation and final assessment were received on 25-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one coil perforated her uterus and her right fallopian tube. This coil was surgically removed. After this procedure, she experienced extremely heavy periods (periods were ten days or longer every time), which were successfully treated with an endometrial ablation. The reported events are listed according to essure's reference safety information. Uterine or fallopian tube perforation is a possible complication of essure insertion. If a perforation occurs, patient may experience pain during/after the procedure. In this particular case, consumer reported extreme pain during essure insertion and her 3 month confirmation test revealed a fallopian tube perforation. She was submitted to a surgery to remove the coils, and both uterine and fallopian tube perforation were found. Considering the close temporal relationship between events and essure insertion and based on their nature; causality with the suspect device cannot be excluded. Regarding consumer's bleeding; it was considered as related to essure; based on the device safety profile and in the lack of an alternative explanation. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.